Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that she was unable to change the code number on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began about 2 days prior to the call. The cca noted that the patient manages her diabetes with oral medications; however, it is not known what action she took regarding her diabetes management as a result of the alleged issue. On the early morning of the day they called, the patient claimed she felt hungry and shaky. In response to the symptoms, the patient reported treating self with food and/or drink. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.